Event description:
During a surgical procedure reinforced tristaple loads were opened (purple 60) and 3 were found to have 1 suture missing from the thick side of the staple load holding the reinforcement in place. These staple loads were taken off the field and lot numbers collected. It was 2 from one box and 1 from another. Ref number sigtrsb60amt. Lot number of first box is n2h0347y, the lot of the second box is n2h0680y- from the second box 2 staple loads were missing the staple needed to make the load usable. Both expire 7/31/2025.